Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is showing a flat line.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) unit is showing a flat line when trying to connect. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) checked unit for loosing ECG signal from patient monitor to cardiosave. Customer gets their ECG signal from a philips patient monitor and feeds it to the cardiosave through the ECG monitor input jack . During set up prior to use the unit was not receiving a ECG input signal, customer tried multiple new cables from the patient monitor to the cardiosave and multiple patient monitors. Fse was able to duplicate the loss of signal by moving the cable connector in the input jack. To resolve issue he disassembled the unit and replaced the front end board with a new board, downloaded software and re calibrated the unit, checked operation of the ECG input jack and all works as it should. Ran unit through a complete calibration and electrical safety test unit was cleared for clinical use.